Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower time was incorrect, user tried rebooting the device but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that the station displayed incorrect time. A technical support specialist (tss) dialed into the station and followed knowledge article, device time is incorrect, to verify and update the system time using the command shell. The customer confirmed that the station time was updated correctly. The system functioned as intended after the technical support specialist troubleshot the device.